Event description:
Information received by medtronic indicated that the insulin pump battery cap contacts did not line up the way it should. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will continue to use the device and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.